Event description:
It was reported that the patient presented for a post operative check. Upon review it was noted that the left ventricular lead exhibited high capture threshold. Chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure.